Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridge with insulin. Reportedly, the insulin gauge initially displayed an accurate fill estimate of over 60 units of insulin; however, after 11 units of insulin was delivered, the insulin gauge showed 90 units of insulin. The customer's blood glucose level was not impacted as the pump was being used with saline. It was confirmed that the customer has manual insulin injections available as alternate insulin therapy.